Event description:
The customer reported experiencing nausea and blood glucose up to 400 mg/dl. The customer reportedly went to the emergency room for high blood glucose. Carbohydrate ratio and sensitivity were reviewed with customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.